Event description:
It was reported that the bladder of a folfusor ruptured before patient use. The reporter stated that the rupture caused fluorouracil to leak into the housing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.